Event description:
In this event it was reported that a patient developed a rash on the head, neck, body, and hands after irm and a composite material from 3m were placed. The patient sought medical attention and was administered antibiotics; the treating clinician believes that the reaction is due to an infection. Testing by a dermatologist is scheduled, though outcome is unknown.

Manufacturer narrative:
While it is unknown if the irm used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.